Event description:
11/2001 baxter clinical education dept was notified of an alleged donor reaction during an amicus procedure. Follow-up by product surveillance identified that the donor reported feeling hot and the operator noted the donor appeared red in the face. The operator paused the procedure while keeping the venipuncture line open with the saline drip. Procedure was resumed and again, the donor experienced flushing. The operator then terminated the procedure. The donor was reported to have recovered immediately and left the apheresis facility in good condition. The center followed-up with the donor at home 2 hrs later and verified donor was fine. The customer reported that this was not considered a severe event as it was short-lived and did not involve intervention. The donor has been deferred from future apheresis donation.